Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the interbody device broke in two when the surgeon attempted to reposition the device during implant. No reported patient complications.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The cage is broken at the base of the "anchor" shape with the "plate" shape. The broken section is oblique to the axis of the threaded hole. The location of the broken section is consistent with the end of the thread of the implant holder shaft when the implant holder is connected to the cage. Two symmetric notches are present at the top of each screw hole. They can be attributed to the implant holder. The thread of the "anchor" part is intact whereas the thread of the "plate" part is sheared off and comes from the load applied on the implant holder during the reposition of the cage. The lateral walls of the "anchor" shape present some notches which are consistent with a holding instrument used to remove the "anchor" part after the breakage occurred. Two symmetric notches are present at the top of one screw hole at the surface in contact with the vertebra. The origin of these notches can not be determined. No pre-existing defect has been has been identified at the level of the damages. The observation of the broken section and the damaged thread indicate that the breakage of the cage is consistent with lateral over-loads applied on the implant holder during the reposition of the cage.